Manufacturer narrative:
The na electrode lot number was awk18 with an expiration date of 16-sep-2025. The calibration was provided for 24-jan-2025 and it was acceptable. Qc was acceptable prior to the samples' measurements. The field service engineer found that the cause was due to a blocked vacuum nozzle. He cleaned the vacuum nozzle and the sipper probe. Ise checks and precision studies were performed and they were within specifications. The customer performed qc and it was acceptable. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 3 patients' samples tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Sample 1: initial result: 150.2 mmol/l. Repeat result: 138.7 mmol/l (tested on another cobas pro ise). Sample 2: initial result: 150.5 mmol/l. Repeat result: 139.7 mmol/l (tested on another cobas pro ise). Sample 3: initial result: 150.8 mmol/l. Repeat result: 142.7 mmol/l (tested on another cobas pro ise). The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.